Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event and was alerted by alarm 2 followed by alarm 26. The blockage was located in the tubing. Patient used mdi until the issue was fixed. No further information available.